Manufacturer narrative:
Health professional? Yes occupation: biomedical engineering patient/user involvement: through follow-ups, customer stated that there was no patient involvement. Resolution and disposition: customer replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Unit is back in service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
.

Event description:
Customer reported that the v60 ventilator displayed error code message of data acquisition (da) pcba adc referenced failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.